Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Device history record review showed no rejected inspections or quality issues during the production of the all provided lot number that could have contributed to the reported defect. No corrective actions recommended since samples/photos were not received to confirm the product defect.

Event description:
It was reported that before use of the syringe 5ml ll bns there were issues with damaged deformed product, foreign matter, and scale marking. The following information was provided by the initial reporter: damaged, fm, scale marking issue.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8242807. Medical device expiration date: 2023-08-31. Device manufacture date: 2018-08-30. Medical device lot #: 8054502. Medical device expiration date: 2023-02-28. Device manufacture date: 2018-02-23. Medical device lot #: 8028523. Medical device expiration date: 2022-12-31. Device manufacture date: 2018-01-28. Medical device lot #: 8152921. Medical device expiration date: 2023-05-31. Device manufacture date: 2018-06-01. Medical device lot #: 8248720. Medical device expiration date: 2023-08-31. Device manufacture date: 2018-09-05. Medical device lot #: 8251572. Medical device expiration date: 2023-08-31. Device manufacture date: 2018-09-08. Medical device lot #: 8302520. Medical device expiration date: 2023-10-31. Device manufacture date: 2018-10-29. Medical device lot #: 8327613. Medical device expiration date: 2023-10-31. Device manufacture date: 2018-11-23. Medical device lot #: 8327612. Medical device expiration date: 2023-10-31. Device manufacture date: 2018-11-23. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the syringe 5ml ll bns there were issues with damaged deformed product, foreign matter, and scale marking. The following information was provided by the initial reporter: damaged, fm, scale marking issue.